Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated that the patient was revised due to an adverse reaction to the metal on metal right hip. Operative notes indicated increasing pain, metal ions obtained to be elevated and MRI shows tissue fluid collections around the hip, it was cloudy and tan in appearance. Some metal debris was found and cleared. Affected side - right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: d10, h6 (clinical code) h6 clinical code: metal related pathology (e1618) is used to capture metal poisoning and blood heavy metal increased.

Event description:
Medical records received. The patient also with left hip replacement on 06/17/2015 with depuy non metal on metal.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad (B)(6) 2023. Litigation records alleges patient suffered heavy metal poisoning from the toxic heavy metals released by the pinnacle system resulting in injury and requiring surgery to remove the defective hip replacements. Doi: (B)(6) 2008. Dor: (B)(6) 2023. Affected side: unknown hip.

Event description:
Medical records received. On (B)(6) 2015 patient had a left total hip (right hip noted to be 7 years prior at 2008 (B)(4)). Patient was noted to have left lower edema (not unusual after surgery, no pc required for left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical and litigation record received. Medical records report 1. 4.6 x 2.3 x 6.8 cm high signal lesion anterior to the right femoral neck. Is likely due to reaction to the metal on metal hip prosthesis and may represent an aseptic lymphocytic vasculitis associated lesion. Adverse reaction to metal-on-metal total hip implant, right hip synovial fluid was obtained. It was cloudy and tan in appearance. This is very characteristic though for adverse reaction to the metal. The inner sutiace of the acetabular component was debrided of all metal debris and oxidized material until it was back to normal appearance. Dor: (B)(6) 2023 affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: concomitant if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.